Manufacturer narrative:
Additional information was received that there was calcification from the annulus to the left ventricular outflow tract which may have contributed to the deployment issues. The leaflets were also calcified. The type of aortic insufficiency was paravalvular leak (pvl). The severity of pvl following the first valve was moderate ¿ severe. Per the physician, there is no allegation that the valve caused or contributed to the injury. The outcome was most likely due to the combination of a calcified native aortic valve and a very weak compensatory mechanism of the patient. It was unknown why the patient suddenly became hypotensive prior to crossing the delivery catheter system (dcs). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after crossing the aortic valve, the patient complained of nausea and had a slight drop in blood pressure. At this time, the system was still in the descending aorta. Medication was administered to relieve the patient¿s symptoms. The aortic valve was crossed with the delivery catheter system (dcs) and aortic insufficiency was noted. At 80% deployment, the valve was not completely open but the height was good (3-5 millimeter (mm)) depth and a decision was made to release the valve. Significant aortic insufficiency was still observed. At this point, the blood pressure dropped and the patient lost consciousness. The valve was quickly released and the dcs was withdrawn from the patient. Post-implant balloon aortic valvuloplasty (bav) was planned but the patient was not stable and resuscitation began. After a few minutes of trying to revive the patient, the function of the valve was checked. It was noted that the valve had dislodged to the ascending aorta due to the extreme resuscitation measures taken. The blood pressure did not rise again, nor did the patient regain consciousness. Despite the continued resuscitation actions and a second valve being implanted, the patient did not survive. It was reported that the physicians assumed the patient could not tolerate the severe aortic insufficiency and did not have the ability to compensate, therefore hemodynamically crashed and did not survive. There was no allegation against the medtronic product. It is unknown whether an autopsy was performed.